Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Awful smell- vaginal [vaginal odour]. Loose tampon strings had been inside- vagina [foreign body in reproductive tract]. Loose tampon strings: came off the tampon [device breakage]. Case narrative: consumer reported via e-mail that there were a bunch of loose tampon strings retained in her vagina. No serious injury reported.